Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down after priming during setup and calibration. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The power distributor and the fluidics control cards were replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on january 14, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).